Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis zee floor system. During an emergency procedure, the user reported massive image artifacts. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware defect. Based on images provided by the user, log files and the system history a hardware defect was assumed. According to the troubleshooting guide the copra pcb as well as the cep pcb of the real time controller (rtc) should be replaced first. Both components are part of the pre- processing of the image data. After the replacement of both pcbs the system recovered. The pcbs were returned for investigation. The ribbon cable between the pcbs was replaced by the cse and a visual inspection could not detect a defect on the pcbs. The pcbs were installed in a test system and the functionality was tested. No malfunction of the system could be identified. The described system behavior was not reproducible. The service engineer replaced the copra pcb as well as the cep pcb of the real time controller (rtc). After the replacement of both pcbs the system recovered. No corrective action in the field will be initiated based on the present event.